Event description:
It was reported that variation in r-wave amplitude was noted on the lead. Patient presented in-clinic for non invasive programming stimulation procedure. A decrease in pacing lead impedance was also observed. The patient had left ventricular assist device implanted two months prior to the visit. Lead abrasion was suspected. The lead was replaced during device change-out.

Manufacturer narrative:
.